Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of an approved cartridge, an approved handpiece, and reported viscoelastic with this lens. This is an approved combination. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received on (B)(4) 2014. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced dysphotopsia, halos, fluctuating near visual acuity, and is unable to read. The lens was exchanged approximately five months.